Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx laa closure device was implanted on (B)(6) 2023. At a routine one (1) year follow-up, computed tomography (CT) imaging revealed that the device had a possible thrombus. The closure device was also noted to have a position change/shift from initial implant but was still meeting position, anchor, size and seal (pass) criteria. The patient was placed back on anticoagulation medication and was discharged home.